Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the onetouch ultra meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate (cca). A no response letter was sent to the patient. The battery indicator issue began two days prior at 6 (unspecified whether am or pm). It is not known if the patient was able to obtain a blood glucose reading on the subject meter after the reported issue began. The day prior to original date at 6 (unspecified whether am or pm), the patient developed symptoms described as "shaky". At the same time, the patient received food and/or drink as treatment. The patient did not test with any other device. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The reported issue was not resolved during troubleshooting. This complaint is being reported because the patient claimed she/he developed symptoms that was suggestive of hypoglycemia and received medical intervention after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.